Event description:
The image was blurred, and the object cannot be recognized.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a probable cause was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had a poor noisy image and the object wasn't visible in the image. The issue occurred during preparation for use for a gastroscope and enteroscope procedure. The procedure was completed using a similar device. There were no reports of patient harm.